Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted. Actual device evaluated. The sample was returned for evaluation. The sample was gradually pressurized in a water bath to roughly 1000mmhg, during which the unit began to leak from the insert at the chemistries. The sample was then visually inspected and a crack along the chemistries was found on the insert. Shunt sensors are 100% leak tested in process. A sample size from each lot is also additionally leak tested prior to release. It is likely that the shunt sensor was damaged causing the crack along the insert and the leak to occur during use. This may have occurred if an extreme force was applied down on the insert creating a crack, or when the unit was connected to the bpm head; however, how and when the damage occurred could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusion: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked no patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 1, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.